Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt's lvad was exchanged due to the pt having a driveline infection that tunneled up to the chest cavity. The pt remains ongoing on the new lvad.

Manufacturer narrative:
The MFR was unable to conclusively determine the reported event of a driveline infection, as the device was disposed of and was not returned to the MFR for eval. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The MFR is closing its file on this event.